Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was involved in a car accident yesterday. Pump has gotten into the sensor demo. Customer had a low blood glucose level of 30 mg/dl. Customer had not treated. Customer was admitted as an inpatient for medical treatment on (B)(6) 2015. Customer was in a vehicular accident and was also the driver. Customer had exercised and had not eaten, which caused the low blood glucose levels. Troubleshooting was performed. Customer was advised to monitor the pump and call back if issues persist. Customer was assisted with turning off the sensor demo. No further assistance needed.